Manufacturer narrative:
It was confirmed that they are using massimo spo2 technology. Analysis was performed by onsite service personnel which included functional testing. When connected to a simulator, the alarm was tested 3 times and alarmed 3 times. The alleged error could not be duplicated. Alarm logs and configuration files were requested; however, the device has remained in constant use, and these were not made available. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was unable to be established. The system remains in use. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue mx500 patient monitor indicating that the monitor is not alarming when a patient desats; it is not reading o2 saturations. The device was in use on a patient at time of event; there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by on-site service personnel which included functional testing. When connected to a simulator, the alarm was tested 3 times and alarmed 3 times. The alleged error could not be duplicated. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.